Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that he went to swim while wearing the insulin pump. Troubleshooting was performed and the device alarmed. No further info was provided.